Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 400mg/dl which was treated with insulin pump. Customer states that customer¿s blood glucose ranges from 265mg/dl, 365mg/dl and couple over 400mg/dl. Customer¿s current blood glucose was 127mg/dl. Insulin pump will not be return for analysis.